Event description:
It was reported that when powering the device on, it will boot to the "self test in progress" screen and will not advance in the boot sequence. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.